Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported an unspecified time after injection of juvederm ultra in the lips, patient developed minimal to no swelling; an unspecified time after this initial swelling patient developed "extra swelling in the lips". Pt was treated with steroids.